Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Information contained in this report was previously submitted through asr/psr 1401166 on date (B)(6) 2017. Photo analysis visual analysis of the photographs identified through the photos provided, it is not possible to determine the lot number and catalog observed broken device. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture unknown, rupture.

Event description:
Patient reported having experienced a right side silicone implant ¿rupture." Physician reported the patient experienced right side capsular contracture baker grade unknown. Device has been explanted and replaced.